Event description:
As reported by the user facility: introcan clip failure. When stylet was withdrawn, the clip came off the tip and rn stuck by needle. Additional information provided by the facility indicated that the nurse involved in the incident did receive the facilities protocol blood work testing and to date all results are negative. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer.